Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose level reported were 206 mg/dl and 247 md/dl. The customer treated high blood glucose level with insulin pens. The customer alleged the insulin pump for under delivery. The customer also stated that the insulin pump had failed the high pressure test. The insulin pump will be returned for analysis.